Event description:
As reported, the cardiac output value was too low on a vigilance 2 monitor. The specific values being outputted were not provided. It is unknown if there was an error message on the monitor; the technician in charge of this material in the hospital does not recall this information. Trouble-shooting was performed; however, the issue was no resolved. No patient compromise was reported and no additional system-related devices were identified as suspect.

Manufacturer narrative:
Evaluation summary: the reported event could not be confirmed after 18 hours of burn-in simulation testing. In addition, the system-related devices (70cc2 and co-set probes) were tested and no fault was found. Preventive maintenance was completed successfully. The device history record (DHR) review was completed and this device passed all manufacturing inspections with no non-conformances identified. DHR review. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as there was no issue found with the device. Per additional follow up, the customer indicated the values seen were not complete abnormal; however, he returned the device for evaluation as a precaution. There have been no other occurrences of this issue since the monitor has been returned to the customer. No corrective or preventative action is required at this time.

Manufacturer narrative:
The monitor has not been returned for evaluation at this time; however, follow up attempts are in progress to obtain the subject device. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience. A supplemental report will be submitted in the event the device or any new information is received. No corrective or preventative action is required at this time.